Event description:
Caller reported experiencing a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on resetting the pump and successfully began a new sensor session following the reset, with no recurrence of the error.